Event description:
During an acl reconstruction with hamstrings tendons, the screwdriver was damaged and the screw broke during a tibial insertion. The pt had normal bone quality but the size of the screw was downsized by one mm, channel diameter 8mm-screw size 7mm. The femoral screw was inserted without any problem. The problem occurred when putting the tibial screw on the driver. The screw doesn't fit on the driver's handle and it stops 3-5mm from the lasermark and from the tip of the driver. The driver has been "dilated" on the tip after insertion of the femoral screw so the cannulated hole in the tip is bigger/wider. The tibial screw fractured and surgeon had to pick up a second screw for fibial insertion. The reason for the fracture of the screw must have been that the driver didn't reach the lasermark and the torsion during insertion. The screw was removed from the pt. There were no delay or pt injury.

Manufacturer narrative:
No evaluation could be done because the device was not returned.